Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a change or loss of therapy. The patient had a return of frequency symptoms. The patient stated she did not know how to use the patient programmer. The patient increased the amplitude and felt stimulation in the correct area. It was noted it took several minutes before the patient could connect with the implantable neurostimulator (ins). It was noted by patient services it sounded like the patient was on wrong side, not over the ins. It was noted this was the first time the patient was attempting to use the patient programmer and the patient had received the implant one week from the call. It was noted the patient had a return of frequency symptoms on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted there was also swelling around the ins.